Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01918. It was reported that a vessel perforation occured and a rotawire remained inside the vessel. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer and a 1.75mm rotalink plus was used for a percutaneous coronary intervention to treat the target lesion. During procedure, a non bsc guide wire was used to cross the proximal end of the left anterior descending artery and observed the target lesion with an ivus catheter. The guide wire was then changed into a floppy rotawire using a non bsc microcatheter and inserted a rotablator to the ostial of the left anterior descending artery. After the ablation was started, it was noted that the rotablator was noted to have penetrated through the vessel and was further confirmed through angiography that the contrast media leaked outside the vessel. A non bsc perfusion balloon was used to stop the bleeding. The rotablator and he rotawire were removed, it was noted that the rotawire was separated and remained inside the vessel. The physician attempted to remove the retained device and stop the bleeding by performing a surgical procedure. The procedure was not completed due to the event and the patient was presently being monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died. In addition, the lesion measured 30mm in length and the vessel diameter was 3.0mm. A non bsc microcatheter and guide wire were disengaged during insertion of a 330cm rotawire¿ and wireclip¿ torquer. The non bsc microcatheter was re-inserted and the rotawire was noted to wave a little however it was not noted that the rotawire was separated at the ostial of the left coronary artery. A non bsc angiographic catheter was also used during angiography. Furthermore, it was noted that the spring tip of the rotawire did not came in contact with the burr and the physician kept the burr rotating when the device was advanced or retracted. The rotation speed was set at 180,000 rpm. Snaring was done to retrieve the detached wire but the rotawire separated more so then surgery was performed however was unsuccessful. The detached wire remained at the aortic valve. A non bsc balloon were utilized after the procedure. The patient was placed in percutaneous cardiopulmonary support device and intra aortic balloon pump. The patient was observed however a decrease in cardiac function occurred and the patient died.

Manufacturer narrative:
Patient's (B)(6). Device evaluated by MFR.: the device was returned for analysis. It was observed that the returned device was connected together and the guide wire was still loaded onto the plus unit. The wire was visible coming out of the advancer however it was not coming out of the tip of the burr. The entire length of the catheter was laid out straight. The guide wire was removed from the device. The entire guide wire was not returned for analysis. A visual examination of the complaint plus unit was carried out. The handshake connection was inspected and no damage was noted. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The complaint unit was wet tested. The complaint rotablator system reached a speed of 177krpm at 36psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient died. In addition, the lesion measured 30mm in length and the vessel diameter was 3.0mm. A non bsc microcatheter was disengaged during insertion of a 330cm rotawire and wireclip torquer. The non bsc microcatheter was re-inserted and the rotawire was noted to wave a little however it was not noted that the rotawire was separated at the ostial of the left coronary artery. Furthermore, it was noted that the spring tip of the rotawire did not came in contact with the burr and the physician kept the burr rotating when the device was advanced or retracted. The rotation speed was set at 180,000 rpm. Snaring was done to retrieve the detached wire but the rotawire separated more so then surgery was performed however was unsuccessful. The detached wire remained at the aortic valve. The patient was placed in percutaneous cardiopulmonary support device and intra aortic balloon pump. The patient was observed however a decrease in cardiac function occurred and the patient died.